Event description:
In 2008, the pt's brother reported that the pt began to get the stomach flu on six days later, and by the following evening, her family called an ambulance because she was not responsive and dehydrated. She was taken to the hospital and her blood glucose measured 1324 mg/dl. She was admitted to the intensive care unit due to organ failure, extreme blood glucose levels, and dehydration. She was disconnected from her infusion device and treated with fluids and an insulin IV. At the time of the report, the pt was still in the intensive care unit and she felt very weak and was having difficulties focusing. Her blood glucose had lowered to 300 mg/dl. Upon follow up with the pt on eighteen days after the original date, the pt stated that she has reconnected to her infusion device and she was feeling great. Her time and basal rates were programmed correctly and no temporary basal rates had been programmed. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.